Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required explantation due to erosion of the reservoir into the bladder and cylinder erosion into the urethra. It was noted the device worked well for two years, but a recurrence of prostate cancer was discovered. The cancer was treated with intensity modulated radiation therapy. Three months after the radiation therapy, the patient presented with complaints of urinary frequency, urgency, nocturia, pain, discomfort, and discharge. It was noted that there was no sign of infection. Flexible cystoscopy and antibiotic irrigation were used during explantation of the device components.